Event description:
A renegade catheter was used for a therapeutic embolism of the bronchus. During the procedure, while inserting renegade catheter into guiding catheter, a coil got stuck in the shaft of the catheter. The procedure was completed with another device.